Event description:
It was reported that during an angioplasty treatment procedure, stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). This 3.00mm x 24mm promus element stent delivery system was advanced and deployed into the mid lad, it was noted that the stent was implanted in a different cardiac catheterization lab one month earlier. The oct images revealed malposition of the proximal struts of the stent. In (B)(6) 2012 , two non-bsc stents along with a non-bsc guide wire were advanced and deployed into the lad overlapping distal the previously placed stent. Post dilation was performed with a non-bsc balloon catheter and a kissing balloon technique was completed at the lad and diagonal branch with two additional non-bsc devices at 14atms, the proximal segment of the stent was post-dilated with a non-bsc device at 16atm; however during the delivery of the user noticed resistance while advancing the balloon to the proximal edge of the stent. An angiogram was completed and more radiopacity was noticed at the proximal edge of the stent and the oct image revealed an overlap of struts at the first ring. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Implant date: (B)(6) 2011. Device is combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).